Event description:
Health professional reported an alleged "leak." The device was found to have a "leak" when the pt was experiencing "no restriction." The device was removed and replaced with a back up device.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."